Manufacturer narrative:
(B)(4). Date sent: 7/14/2023 . I cant recall the exact situation at this time, but I do know the account had a box on hand that we ¿recycled¿ at one point. The product complaint representative said we could use this box. She said just to write the cross out the old complaint number and put the correct number on the box. I believe this is what happened.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2023. D4: batch # 717a62. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 717a62, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by "it wore off the protection"? Was there any separation of the joint cover? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure that they had it articulated outside the body and when they inserted into the ribs, the ribs were grinding on the stapler and it wore off the protection over the articulation joint. The procedure was completed using the same device with no patient consequences. Wanted to make aware of the plastic coding might be defective or not strong as normal.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # unk b1, b4.